Event description:
While at the customer's site to evaluate the coulter lh 750 hematology analyzer, a beckman coulter field service engineer (fse) reported discovering air bubbles in the erythrolyse line. There were no erroneous results generated and no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The fse evaluated the instrument and discovered air bubbles in the erythrolyse line as a result of a malfunctioning sol63 (diff pak lyse dispense/refill enable valve). The fse replaced sol63 and fitting on top of the diff lytic (erythrolyse ii) reagent pump (pm4) to resolve the issue. Failure mode associated with the air bubbles in the erythrolyse line is attributed to a malfunctioning pak lyse enable valve sol63. (B)(4).